Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy explant date: unknown/not provided, it is not known if the lens was explanted. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged after it was implanted inside the patient's operative eye. Account indicated that the iol is not available for return. No further information is available.